Manufacturer narrative:
On 18-feb-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo removal and replacement with a 350cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502350) on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: rupture, capsular contracture. Doe: section d 6b. Date of explantation: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-mar-2021, mentor received additional information regarding the replacement devices. Initially, the replacement device was reported as a 350cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502350). However, additional information revealed that the replacement devices are two 375cc mentor smooth round moderate plus profile prostheses (catalog #: 3502375, left serial #: (B)(6), right serial #: (B)(6)). On 15-mar-2021, mentor received additional information regarding the ultrasound and MRI results. Ultrasound performed on (B)(6) 2020 and MRI performed on (B)(6) 2020 both indicated right-sided rupture and granuloma. The relevant field has been updated. Updated reason for device explant and/or reoperation: rupture, capsular contracture, granuloma. On 25-mar-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-apr-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed lines of shell wear on the anterior aspect. Additionally, a tear measuring approximately 5.1 cm was found within the shell wear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided rupture and capsular contracture (grade unknown). MRI indicated the right-sided rupture, and the patient noticed firmness and shape change of her right breast. The diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date.